Manufacturer narrative:
The device was not returned to olympus for evaluation however; the customer did request for a field service engineer (fse)to be dispatched for evaluation of the reported issue. An olympus fse was dispatched to the site, the device was evaluated and the user facility report was confirmed. The power cap was replaced and the device passed testing. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the power button cap is broken. There was no patient involvement associated to this report. No additional information was provided.

Manufacturer narrative:
This supplemental report was submitted to provide new information from the original equipment manufacturer (OEM) investigation.   A review of the device history record (DHR) confirmed the subject device was manufactured and released in accordance with specifications. Probable root cause for the reported power supply switch being broken was the operating power and frequency of the power supply switch application exceeded the assumption. The device was manufactured prior to the design change of the power supply switch. Olympus will continue to monitor complaints for this device.